Event description:
The patient was undergoing a coil embolization in the splenic artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, after advancing a pod coil to the target location, the physician noticed it was too long for the vessel and decided to remove the coil. While retracting the pod coil, the coil became stuck in the lantern and the pod coil unintentionally detached within the lantern. Therefore, the lantern containing the detached pod coil was removed. The procedure was completed using a new lantern and two new ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up MFR report: 1. Section h. Box 6. Type of investigation 3 - should be blank. 2. Section h. Box 11. Additional manufacturer narrative. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.